Event description:
It was reported that intermittently the customer's blood glucose (bg) level would be recorded as high. Cause was not known. Customer would deliver boluses via the pump and administer insulin injections to address bg. Technical support instructed caller to consult their healthcare provider and to call technical support to troubleshoot, if needed, when they experience an active high bg. Caller acknowledged. Customer reverted to using an alternate method of insulin therapy.